Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Manufacturer narrative:
Manufacturing reference number 1627487-2024-09563 should not have been reported as a medical device report (MDR) as it is no longer reportable. H10: further information was received indicating this event is no longer part of fsca 1627487-05/30/24-001-r.

Event description:
Additional information indicates this issue is no longer reportable. It was determined that the device had not been turned back on following a programming session. Therapy on left side was turned on and the issue resolved.

Manufacturer narrative:
It was reported not abbott, a rep reported that they spoke to the wife of a patient who reported that her husband¿s stimulation seemed to turn off on the left side only. The patient explained to me that they since discovered the left side stimulation was not turned back on following a programming visit. This was an accident, and the patient/his spouse were able to manually adjust the stimulation on that side and turn it back on. No intervention was needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.